Event description:
The customer reported via phone call that she was performing an infusion set change and that the customer disloged the o-ring on the reservoir, causing insulin to spill out. The cutsomer's blood glucose was 156 mg/dl. The customer explained that the leak was at the o-ring. The customer stated that there was no insulin or fluid visible in the battery compartment, reservoir compartment or under the lcd display. While troubleshooting, the customer was advised of different methods to avoid leaks. The customer was advised to change out the reservoir. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.